Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of fluid leakage from the catheter was confirmed but the cause is unknown. A single video of the implicated 4fr s/l groshong nxt catheter was returned for evaluation. A functional test of the inserted catheter was conducted; as the PICC was flushed, a spraying leak of a clear fluid was seen emanating from the tubing. The leak was located in the catheter shaft tubing, between the two-piece connector and the insertion site. It was reported that the catheter leak had occurred at the insertion site and the catheter had been retracted in order to expose the leak. There were no visible distinguishing features which could aid in identification of a specific root cause. If the physical sample is received at a later date, this investigation will be updated with the relevant information. A review of the manufacture quality and inspection records for the implicated product batch indicated no issues potentially related to product manufacture, assembly, and packaging. Bd appreciates your communicating this circumstance and will record this information as valuable feedback into complaint trending and ongoing quality efforts. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that one week after inserted in this patient, leakage occurred at the insertion site during maintenance. The catheter was pulled out by about 3cm and liquids leaked.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that one week after inserted in this patient, leakage occurred at the insertion site during maintenance. The catheter was pulled out by about 3cm and liquids leaked.